Manufacturer narrative:
Liebel flarsheim field service engineer service report found the display showing the error code gim communication failure. The fse reported that the gim box had failed. Fse replaced, updated the software and synced, the system was tested and the error did not return.

Event description:
Bio med engineer reported that there were no patient's involved. He reported that this event occurred during the liebel flarsheim technologist application training of the or staff on using the hut table. He reported that there was a failure with the ginn box which communicates between the generator and computer system, this problem caused the fluoro not to operate. Customer reported that the lf fse has replaced the ginn box and the equipment is working properly.